Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well. Implantable pulse generator (ipg) was interrogated and power on reset (por) was observed. It was noted that the device settings were reverted to the nominal settings and cannot be reprogrammed. The device replacement was programmed but prior it was noted that the battery longevity was good and there was no device performance issue noted. External source of noise was suspected to be the cause of the por. Ipg remains in use. No further patient complications have been reported as a result of this event.